Event description:
It was reported that patient admitted with wound infection. Infection was in the area with medyor implants, so they were removed to avoid infection from spreading.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.